Event description:
The customer observed a fluid leak on the right side of the coulter coulter lh 750 hematology analyzer station, while troubleshooting: a whistling sound from the instrument. Failure on the qc for wbc and hgb parameters. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On the day of the event, a field service engineer (fse) instructed the customer over the phone to prime the instrument and found the tubing at vl3 leaking. The fse instructed the customer to replace the tubing and verify instrument operations. The vl3 tubing carries lyse reagent. Although the leak did not spill onto any critical components, the leak from the lyse line affected the delivery of lyse reagent to the bath and caused the qc to recover outside assay ranges. Lyse reagent leaks could potentially cause discrepant results for qc and patient results for wbc and hgb parameters. The root cause of the event was attributed to a leak in tubing at vl3.

Manufacturer narrative:
(B)(4).